Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a friend of the patient's called on (B)(6) 2014 and stated that the patient was weak, could not walk, and was unable to eat. The patient's ldh was 3860, aspartate transaminase/alanine transaminase was 1934/1175. Creatine level was 2.8, and white blood cell count was 18. The patient has a history of noncompliance. The clinicians were not able to take action earlier because the patient refused communication with the team and refused readmission. The patient was admitted into the hospital, and the pump clotted off. The patient was disconnected from the vad after initiation of inotropes, and expired on (B)(6) 2014. It was reported that the patient was not a candidate for a pump exchange due to noncompliance, and was also not a candidate for a heart transplant due to obesity and noncompliance.

Manufacturer narrative:
The pump is not available for evaluation, as it was not explanted. A correlation between the device and the reported thrombus could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.